Manufacturer narrative:
The labeling and certificate of analysis indicate that each human donor unit used to MFR the product was "tested and found (B)(6) for (B)(6), antibody to (B)(6), and (B)(6)." In addition, the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with pt specimens. The root cause of the event was user error.

Event description:
A laboratory employee splashed lypochek whole blood immunosuppressant control level 1 into her eyes while opening an ampoule of the control.